Event description:
It is reported that on (B)(6) 2025, a switch became stuck on a 3dimensions mammography system, causing the c-arm to rotate upside down. No user or patient injury was reported. A field engineer assessed the device, replaced the impacted switch and completed a test of the rotation switch. The system is now performing to specifications.